Manufacturer narrative:
Pump and catheter returned for analysis. Pump analysis revealed - no anomaly found. Results code used for catheter. Catheter analysis revealed - hole in the catheter - user related. A wear hole was found in the catheter 8.2 cm from the distal end.

Event description:
The pump and catheter were prophylactically explanted and returned to the MFR to avoid in-vivo battery depletion. There was no reported pt injury. The drug used in the pump is baclofen (dose and concentration unknown).